Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing frequent lows. The customer's blood glucose was unknown. The customer stated that the insulin pump is not working correctly. The product was returned for analysis.